Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A company representative reported on behalf of the customer that on an unknown date, an a3059 mayfield composite series skull clamp was not staying locked and had slipped a couple of times during an unspecified surgery. No patient injury was reported due to product problem. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit passed all specific functional testing requirements, except for the mayfield 2 lock has up and down movement and the teeth are grinding when unit is unlocked and rotated. This would not have caused a slippage. When unit is properly positioned and put under pressure unit would not have slipped. Device history records reviewed shows no abnormalities related to the reported failure. The device manufactured during this period passed all required inspections points. Failure analysis to identify root cause was unable to confirm complaint event. Outside the complaint event; service and repair identified items to be adjusted.